Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the position of the cursor does not coincide with the position of the test lead. It was noted that the stylus was damaged. After calibration of test leads, the device then passed functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display screen does not respond after the stylus touches the screen. The programmer was returned for service. There was no patient involvement.